Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected fasting blood glucose test result range is 80mg/dl to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking insulin to manage diabetes. The customer is comparing the blood glucose test results from truebalance meter to neighbor's meter;and observed higher readings with truebalance meter. On (B)(6) 2016, the customer administered insulin and then performed a back to back blood test non-fasting and produced test results of 118 mg/dl using neighbor's meter and about 15 minutes later 279 mg/dl using truebalance meter. The customer waited another 15 minutes and performed a blood glucose test with truebalance meter and received result of 128 mg/dl. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 134 mg/dl and 148 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/30/2018 and open vial date is 02/02/2016. The meter memory was reviewed for previous test result history (the customer was unable to provide date / time due to problems with vision): (B)(6). Adverse event not reported.